Event description:
The physician reports a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. The second crystalens was inserted successfully and there was no serious injury sustained.

Manufacturer narrative:
The returned intraocular lens was examined and verified to have signs of handling. The lens was torn and a portion of the plate haptic was missing. While we were unable to determine the origin of the damage, our observation reasonably suggests the damage is not mfg related. The device history records were reviewed and there were no discrepancies or unusual findings.